Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with an endo gia* roticulator* 60-3.5 sulu ((B)(4)). The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the inves tigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The stapling devices were being used for cutting the stomach. After firing the reload, it was difficult to pull back on the black retraction knobs in order to open the jaws. Detected a problem with the knife and after five attempts, could move the black knobs back and open up the reload. There was no patient harm. The patient status is alive, no injury.